Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent microintroducer is confirmed and was determined to be related to use of the product. One 4.5 fr microintroducer and one 4 fr s/l powerpicc solo attached to its t-lock assembly and stylet were returned for evaluation. An initial visual observation of the returned microintroducer showed blood residues inside the device. Two sharp bends were observed along the microintroducer, and the distal tip of the microintroducer appeared to curve. A microscopic observation revealed bends along the sheath to have wrinkles, but no observable splits along the sheath of the device. The distal sheath tip appeared damaged with a small section that was able to be measured and compared against the part drawing. No splits were observed along the sheath. The distal tip of the sheath was measured and compared, and the sheath tip transition radius should be 0.005 in. +/- 0.013 in. The returned sheath transition was measured to be 0.004 in. In the area of the sheath tip that was not damaged. This sheath tip transition appears to be within its drawings specifications. The root cause of this bending failure was determined to be related to the insertion procedure. Contributing factors to microintroducer bends include insertion angles or insertion into tissue that may cause resistance against the microintroducer sheath, or other unknown clinical factors. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported puncture sheath bending. No further information was provided. (B)(6) 2026: it was found during an investigation the device revealed two sharp bends along the microintroducer sheath.